Event description:
A man sustained a complex fracture of his ankle 3 months ago when a syndesmotic screw was placed. The screw appeared to be broken on pre-op x-rays and so was removed when the break in the screw was confirmed.